Event description:
The user facility reported that during a therapeutic procedure, "the scissors would not cut the suture and locked onto it". There was reportedly no patient injury, but the patient was scheduled for an additional procedure. No further detailed information was provided by the user facility.

Manufacturer narrative:
The loop cutter referenced in this report was returned to olympus for evaluation. The loop cutter jaws would not open to close when the handle was activated. There was evidence of foreign material found on the junction of the cutting jaws due to insufficient cleaning. The cause of the user's experience was determined to be due to user error. Per the device instruction manual, the intended use of the device is used for cutting the residual end of an olympus loop, and that the device should not be used for any other purpose. This report is being submitted as a medical device report in an abundance of caution.